Manufacturer narrative:
The distributor representative replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported, that while the unit was in use on a pt, the unit shut down with a high-pitched alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.